Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had scratches and cracks on the blades. The user was completing the procedure as planned using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the tip of the instrument was not completely detached. There was instrument collision. There was no fragment fall into the patient and no injury to the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.